Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient reported that it had been taking longer to connect to their pump since the beginning or mid-july. The patient stated that it took a while to find the pump and when they did, it stayed at 90% for an abnormal amount of time. Per the patient, they got 12 boluses per day averaging about 7. The agent reviewed considerations and recommended the patient continue to reposition the communicator to optimize connection. The patient was going to monitor the issue and call back if the issue persisted.